Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box verified power on resets on (B)(4) 2012. The battery compartment was found to be cracked and missing a chip at the threads. The battery cap was not returned with the pump. A new test battery cap was difficult to attach to the pump; it easily detached causing power loss. The test cap was carefully tightened and the pump was exercised for 24 hours with the test battery cap and no power loss or rebooting was duplicated.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that when he woke at 2:00 am, the insulin pump had no power. The reporter stated that he was unable to fasten the battery cap down securely. A new battery cap was reportedly tried and it also would not fasten down securely. The reporter stated that he noticed the threads in the battery compartment were broken. The reporter further stated that he taped the cap onto the pump with duct tape in order for it to power on and without the duct tape in place, the pump kept rebooting. The reporter confirmed that the battery cap he had been using had been in place since (B)(6) 2008 without being replaced. The user guide instructs the user to change the battery cap every three to six months. There are no reported adverse events associated with this complaint. The alleged malfunction is not likely to cause an adverse event. A broken/worn thread inside the battery compartment and the battery cap not securing appropriately is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because the pump lost power while the patient was sleeping and the patient was unaware of the battery cap malfunction which led to the pump powering off during sleep.